Event description:
On (B)(6) 2012 the (B)(6) medical center (B)(6) noticed that after more than ten days of use the system clotted off. This changes the delta and acts. No injuries to the patient. (Lot number: 70066078).(B)(4).

Manufacturer narrative:
(B)(4).